Event description:
It took only a few months before renu moistureloc started to cause problems with my eyes like light sensitivity, scratched cornea, redness, and swelling w/bumps on the inside of my upper eye lid. I was diagnosed with conjuctivitis or something in june 2005 which was my second outbreak. A doctor at the hospital advised me to go to a specialist because he didn't understand what was going on. Now I take zylet because I have temporary moments of severe dry eyes.